Event description:
Vapotherm circuit was leaking; leaking started at the time of set up, prior to being placed on patient; circuit was leaking from the bottom. Basically the assembly came apart. All parts were retained and returned to vaportherm for evaluation.======================manufacturer response for patient circuit, precision flow======================manufacturer provided rga for product return evaluation.